Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not capturing due to dislodgement. The lead was removed. An attempt to implant a new lead was unsuccessful due to an occlusion above the superior vena cava (svc). The physician planned to add an epicardial lead at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.